Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc on behalf of the MFR (getinge ((B)(4)) co, ltd). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
(B)(4).